Manufacturer narrative:
"(B)(4). Revoked asr exemption number e1997036 . "Report late due to asr to individual reporting transition"."

Event description:
Implant failed due to osseointegration problem.